Event description:
It was reported that the 9600 system had a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The collimator connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.